Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was received with battery power loss alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery now without a low battery warning. The customer¿s blood glucose level was 162 mg/dl. Customer stated that the battery cap was not loose, cracked or damaged. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.